Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bio prosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including hyperlipidemia (hld).

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 3 months due to stenosis. The explanted valve was replaced with a 21mm 3300tfx valve. Per medical records, the patient presented with heart failure. The patient underwent redo-avr with a 21mm 3300tfx, enlargement of aortic root/annulus with bovine patch. The patient was in stable condition post procedure. Per pathology report, prosthetic valve with three leaflets present which are pale yellow and are without obvious vegetations or calcification. One leaflet has a 0.1 cm pin hole defect.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 3 months due to unknow reason. The explanted valve was replaced with a 21mm 3300tfx valve.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position was explanted after an implant duration of 4 years, 3 months due to stenosis. The explanted valve was replaced with a 21mm 3300tfx valve. Per medical records, the patient presented with heart failure. The patient underwent redo-avr with a 21mm 3300tfx, enlargement of aortic root/annulus with bovine patch. The patient was in stable condition post procedure. Per pathology report, prosthetic valve with three leaflets present which are pale yellow and are without obvious vegetations or calcification.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.